Manufacturer narrative:
(B)(4). Medical product: unknown patellar component: catalog#ni, lot#ni; unknown medial congruent articular surface: catalog#ni, lot#ni; unknown tibial component: catalog#ni, lot#ni. Foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02147; 0001822565-2022-02148. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Approximately two years post implantation, the patient underwent revision surgery due to pain and patellar maltracking. It was noted that the femoral rotation of the implant was a contributing factor to the event. Due diligence is in process for this event; at the time of this report no further information has been made available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two years post implantation, the patient underwent revision surgery due to anterior knee pain and patellar maltracking. During revision surgery, the surgeon noted femoral rotation and noted that it was a contributing factor to the patella maltracking. A patellar component was implanted and the articular surface was exchanged without complication. The femoral and tibial components remain implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: the device remains implanted. D10: medical product: articular surface medial congruent (mc) right 10 mm height: catalog#: 42522101010, lot#: 64556895; tibia cemented 5 degree stemmed right size h: catalog#: 42532008302, lot#: 64355766. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.